Event description:
It was reported during an afib ablation procedure on a pt with an enlarged heart, the transseptal puncture was very difficult. The doctor started with a brk1 and sl1 sheath. A slight tenting was visible on the septum on intracardiac echo (ice), but it was difficult to maintain that position. The doctor attempted several times to cross the septum and was unsuccessful. A longer sheath and needle were used and the doctor was able to get across. The ice catheter was placed in the left ventricle (lv) to monitor for effusion. There was a small amount of fluid noted in the pericardial space, but this may have been normal. The doctor continued to monitor the lv throughout the 'bp started to decline and a pericardiocentesis was performed with approx 180cc of blood removed. The effusion was completely resolved and the pt's condition was stable. The physician stated, he may have caused a small perforation during the transseptal puncture that remained stable during the procedure and when testing with 20 mcg's of isuprel, the contractility of the heart increased, causing the effusion.

Manufacturer narrative:
Visual inspection of the returned catheter showed braid wire exposed between 11.0 and 12.0 cm from the distal tip. Microscopic examination of the tip and functional testing of the catheter showed no abnormalities. The physician did not mention problems with the performance of this catheter. This device was used to assist with diagnosis and treatment of the reported effusion noted in this report. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial reporter provided the info to the MFR: (B)(6) 2010.